Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was aborting. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Event description:
It was reported that when the fst was servicing other units had looked at this unit in the past, the cardiosave intra-aortic balloon pump (iabp) unit was aborting.

Event description:
It was reported that when the fst was servicing other units had looked at this unit in the past, the cardiosave intra-aortic balloon pump (iabp) unit was aborting. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: d5, e2, g2, h6(health effect ¿ clinical code & health effect ¿ impact codes) additional information: e3 is unknown (initially it is submitted as "other healthcare professional") & tel - (B)(6). A getinge field service engineer (fse) had looked at this unit in past visit to hospital doing other pms. At the time found that unit had errors with ambient temp. And secured a front-end board to replace it. Today at arrival and inspected the unit found that the upper display has two horizontal bands with no video signal. So bad display. In total unit will need front end board, upper video lcd, batteries. Will order other parts. Customer said they will replace the display and batteries. (B)(6)2023 came back after customer replaced display and batteries and fse replaced front end board(d670-00-1164) and reload software. Ran all tests. Unit ok. Performed repair. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
It was reported that when the fst was servicing other units had looked at this unit in the past, the cardiosave intra-aortic balloon pump (iabp) unit was aborting. It is unknown under which circumstances the event occurred or there was not indicate any patient involvement.